Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No blank display or back light anomaly were noted. (B)(4).

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No blank display or back light anomaly were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was completely black from dead battery and the backlight was dull and hard to see rejecting batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.